Event description:
It was requested that the programmer be tested/calibrated, and upgraded to wireless and that a peripheral module be added. It was further requested that the analyzer, programmer head and pen be replaced. Per follow-up, no complaint of malfunction. (B)(6) 2012, 15:05:39 (B)(6) it was further noted in an additional follow-up response that the programmer pen was not working, despite attempts to recalibrate.

Event description:
It was requested that the programmer be tested/calibrated, and upgraded to wireless and that a peripheral module be added. It was further requested that the analyzer, programmer head and pen be replaced. Per follow-up, no complaint of malfunction. It was further noted in an additional follow-up response that the programmer pen was not working, despite attempts to recalibrate. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the stylus was replaced and calibrated after noting that the stylus cable was damaged. It was also noted that the hinge plate screw was missing and the power cord bay door was damaged. (B)(4).

Manufacturer narrative:
Concomitant product: 229047 (B)(4) software analyzer.